Manufacturer narrative:
The rrad attachment and radiolucent drill bit subject to this investigation was returned to the manufacturer for evaluation. Investigation results indicate that the drill bit stalled in the attachment and could not be removed. Part number and lot number information has not been provided to permit further investigation. The root cause is undetermined. Rrad attachment (B)(4).

Event description:
It was reported via the service and repair department, that the radiolucent drill bit was stuck in the attachment. It was also reported that there was no patient involvement.